Event description:
During the laparoscopic nephrectomy procedure, the registrar was using thunderbeat to dissect tissue in a confined space. After an extended activation time the abdomen filled with smoke. The ptfe pad had burnt away on the distal tip. The physician accepted responsibility for misuse which led to the failure. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.